Event description:
The clinic reported dialyzing a pt requiring acid/bicarbonate therapy with the machine in the acetate mode. The pt became unresponsive and was transferred to the critical care unit. The pt was re-dialyzed and recovered with no apparent adverse effects.